Event description:
During total knee replacement surgery, the vapors from the monomer ignited when the doctor used the electrocautery device for hemostasis of the wound prior to closing.====================== manufacturer response for cobalt high contrast bone cement, cobalt high contrast bone cement======================the manufacturer representative was present during the surgery and witnessed the event.